Manufacturer narrative:
The customer contacted siemens to report the event. A siemens customer service engineer (cse) was dispatched to inspect the instrument. The cse replaced the sample probe, the aliquot probe, cleaned all the drains and replaced a faulty sample arm (s1) mixer. The cse performed service method testing (smt), a system check and probe test. The customer ran quality control materials with acceptable results. The cause of the discordant carbon dioxide (co2), anion gap (agap), gamma glutamyl transferase (ggt) and beta human chorionic gonadotropin (bhcg) tests was a faulty s1 mixer and a clogged aliquot probe. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Multiple discordant patient sample test results were obtained on a dimension vista 500 instrument for the carbon dioxide (co2), anion gap (agap), gamma glutamyl transferase (ggt) and beta human chorionic gonadotropin (bhcg) tests. The initial results were reported to the physician(s). The same samples were repeated on an alternate dimension vista 500 instrument and the repeat results were reported to the physician(s) as corrected results. There are no known reports of patient intervention or adverse health consequences due to the discordant test results.